Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred the 99% stenosed target lesion was located in the moderately tortuous and calcified bifurcation of the proximal left anterior descending (lad) and the proximal left circumflex (lcx). The lesion was dilated with a 2.0x10mm non bsc device. A 12x2.25mm quantum maverick monorail balloon catheter was then used and ruptured at 18atms on the first inflation. The balloon was successfully removed from the pt, and the procedure was completed with another of the same device. No pt complications reported with the pt's current condition is listed as "good."